Event description:
It was reported that mdu was overheating. No patient injury was reported.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. There was a relationship found between the returned device and the reported incident. Mdu failed functional tests with motor stall error and overheating. Power cord assembly shows evidence of overheating, turning the insulation a brownish color near strain relief. After troubleshooting, the cause of motor stall and overheating was observed to be a defective motor. Phase #1 of motor is shorted out. It was determined that the motor has shorted out and overheated, and also caused power cord to overheat. Motor is over 5 years old.